Event description:
It was reported that during a surgical procedure the distal end of the resectoscope became dislodged from the continuous flow resectoscope an was visualized within the bladder. All pieces were removed, patient experienced some bleeding.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.